Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor was inserted but had not started. When they removed the sensor there was no electrode. A replacement will be sent. The customer's blood glucose level was unknown. The product will not return for analysis.